Event description:
Piece of tape located inside sterile coronary bypass pack stuck on to outside of light handle package. Manufacturer response for coronary bypass pack pgybk, coronary bypass pack pgybk (per site reporter).